Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use an evercross balloon catheter during procedure. The lesion was reported to be not highly scarred. It is reported that after inflating the balloon to 3 atm, the balloon burst. No embolization or intervention was reported. Another balloon was used successfully to complete the procedure. Evaluation summary: the evercross dilation catheter was received for evaluation. The balloon chamber contained significant blood residue. The blood residue was flushed out and a pinhole leak was detected 6 mm from the distal marker band.